Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and the updated device and lot number. The information received indicated the device was only available for an onsite evaluation, therefore, will not be returned. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician's observations as to the reason for surgical intervention. A review of the assembly kit lot # device history record confirmed the assembly kit met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, infection.